Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomical location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon was defective due to holes. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. Additional clarification to determine the size/nature of the hole was not provided and it may have been a balloon pinhole. Additionally, the type of procedure and anatomy location of the procedure are unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.